Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a disconnected lower sheath coil green stripe tubing which caused the leak. The fse replaced the tubing to resolve the leak and cleaned the air cylinder which controls the stripper plate to resolve the stripper plate error. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the event is attributed to a disconnected lower sheath coil green stripe tubing and dirty stripper plate air cylinder; the instrument generated stripper plate not out error to alert the operator to an instrument problem. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak from the right side of the coulter lh 750 hematology analyzer. The customer indicated that approximately 10 ml of fluid leaked and was contained within the instrument. The customer stated that the instrument generated stripper plate not out error during the event. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyeglasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.